Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.

Event description:
As reported by the physician, the implantation of the subject device was completed without anomaly on (B) (6). On (B) (6), the pt presented to the hospital claiming a slow heart rate. The subject device was checked and it was found that the ventricular lead impedance was over 3000 ohms. Pacing failure was also observed. However, these abnormal measurements were not confirmed in a second check; the lead impedance was measured at 1600 ohms and pacing was confirmed. Pacing failures and abnormal measurements were intermittently seen over the course of the following 4 days. Since no cause could be identified for the pacing failures, an explantation of the device was carried out on (B) (6). The leads were visually observed to be properly inserted in the connector ports. However, the ventricular lead came out of the port during a lead pull test, prior to any loosening of the associated set-screw. The connection system at the ventricular position was checked and it was found that the screwdriver "click sound", which verifies appropriate tightness of the lead, could not be generated.